Event description:
Description event is taken in-part from facility's (B)(6) medwatch report. (B)(4). Pt was admitted to the hospital with three-month history of persistent pneumonia. CT scan showed calcified mass obstructing the right middle lobe takeoff intraluminally. A surgical procedure was scheduled for direct laryngoscopy, bronchoscopy and biopsy of mass with ktp laser. Pt was initially intubated and a flexible adult fiber optic bronchoscope was placed through ett. Biopsies were obtained. The ktp laser was used to control bleeding. Pt ventilated with 21% fi02, then increased to 100%. The surgeon was unable to remove the mass. A rigid bronchoscope was then placed and attempts to remove mass was unsuccessful. The primary surgeon used the ktp to demonstrate to the general surgeon the hardness of the mass. The light of the bronchoscope went off and laser put in standby. A small amount of smoke was noted in the ett. It appeared one side of the scope had been melted. Examination found melted plastic verses vaporized plastic from the end of the flexible scope. Pt transferred to intensive care.

Manufacturer narrative:
Laser evaluated by ams. Fiber not yet evaluated. (B)(6) health ctr contracted the laser from (B)(6). A copy of the medwatch report was sent to ams from (B)(6) health ctr. Ams contacted the risk manager at the (B)(6) health ctr. Injury was to the pt's airway but extent of that injury was unk, but questionable debris was remaining. (B)(4) the pt was intubated for 24 hours. The medwatch report from the facility states the scope that was used was bf-p40, from olympus america, inc. The fiber optic used in this case is reportedly an endostat fiber, 600 micron. This has not been confirmed as the facility no longer had the original packaging. Ams has requested the fiber be sent back for eval. This fiber has not yet been returned. Ams customer service engineer visited the (B)(6) hosp and performed in eval on the aura xp laser. The laser was found within specification. No problems were found with the laser that would have caused the incident.